Manufacturer narrative:
(B)(4). Eval summary: analysis of the balloon catheter noted blood visible on the guide wire lumen and on the hypotube. There was contrast in the balloon, inflation lumen, and hub. The balloon was loosely folded. Functional testing was able to confirm the reported balloon rupture as a new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of two longitudinal tears in the balloon 3 mm distal to the proximal balloon marker for a length of 3 mm and 4 mm. There were two radial scratches at the proximal end of the tears. Balloon ruptures can occur as a result of a manufacturing deficiency or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the lesion was mildly calcified, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured upon the second inflation at the rated burst pressure (rbp) or 18 atm. Analysis noted a bend in the hypotube. Since this damage was not reported in the incident info, the bend may have occurred during the procedure or during packaging, handling, and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the lesion was in the rca, with mild tortuosity, mild calcification, an 80% stenosis. Treatment was for restenosis of a previously implanted non-abbott stent, in a de novo lesion located proximal to the stent. The lesion proximal to the non-abbott stent was dilated with the nc voyager balloon catheter at 15 atm for 15 seconds. Then, the balloon was pressurized up to 18 atm, but the balloon ruptured in less than 15 seconds . The lesion was further dilated with non-abbott nc balloon catheter. No pt effects were reported. No add'l event or pt info is available.